Event description:
It was reported that the patient expired of an unknown cause. It was stated that the "cause of death was unrelated to the implanted system." The medications being delivered via the device system were morphine sulfate and bupivacaine.